Manufacturer narrative:
Patient ID also reported as (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision open reduction internal fixation (orif) of the right proximal humerus due to nonunion. The following hardware was removed: one (1) locking compression plate (lcp) proximal humerus plate-standard 3h head shaft. One (1) cortex screw self-tapping 34mm. One (1) cortex screw self-tapping 30mm. Two (2) locking screw self-tapping with stardrive recess 52mm. One (1) locking screw self-tapping with stardrive (tm) recess 40mm. One (1) locking screw self-tapping with stardrive recess 48mm. One (1) locking screw self-tapping with stardrive (tm) recess 38mm. One (1) locking screw self-tapping with stardrive (tm) recess 50mm. One (1) locking screw self-tapping with stardrive recess 46mm. One (1) locking screw self-tapping with stardrive (tm) recess 32mm. Hardware was originally implanted on (B)(6) 2017. All hardware was removed successfully and intact. Procedure was successfully completed. Patient status is unknown. This report is for a 3.5mm locking screw self-tapping with stardrive recess 46mm. This is report 9 of 10 for (B)(4). Additional reports are captured under (B)(4).